Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, attachment piece on check valve broken off. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the filter tube was damage due to the connection part was broken off near the securing clamp. The complaint reported was confirmed. There were no details provided as to what the exact failure mode was. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause can be attributed to heavy use while trying to connect and disconnect the filter in the connection point. In addition, the secured clamp is near to the connection point and can generate a pressure in the area. As per IFU-111208 when installing tubing, make sure tubing is not kinked or collapsed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). H6: type of investigation has been updated to reflect the device history record review. Therefore, the investigation has been updated as follows: investigation summary: according to the information received, attachment piece on check valve broken off. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the filter tube was damage due to the connection part was broken off near the securing clamp. The complaint reported was confirmed. There were no details provided as to what the exact failure mode was. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause can be attributed to heavy use while trying to connect and disconnect the filter in the connection point. In addition, the secured clamp is near to the connection point and can generate a pressure in the area. As per IFU-111208 when installing tubing, make sure tubing is not kinked or collapsed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the attachment piece on check valve broke off on the inflow tubing fms vue device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.